Event description:
It was reported that there was suspected early implantable neurostimulator (ins) battery depletion. The event occurred during normal use. The ins was replaced due to premature battery depletion. As of (B)(6) 2013, the ins was set to unipolar stimulation, 3.8 ma, 60's pulse width, and 130 hz. The ins was to be replaced 2014 (B)(6). The patient status as of the day of this report was alive with no injury. It was unknown if there were any patient symptoms associated with the event. Additional information reported that during the ins replacement on 2014 (B)(6), the physician experienced ¿issues¿ extracting the left extension from the ins socket of the connector block. The physician had to ¿crack¿ the connector to extract the extension. A ¿black ring and liquid¿ were present on electrode #2. The leads and extensions were kept in place. High impedances were measured following the procedure. Follow up information reported that the impedances on the left lead were >40000 ohms on all contacts except #0. Additional information reported, the patient was being treated for parkinson¿s disease. The patient was receiving effective stimulation and all impedances were normal. The patient was said to be doing ¿fine.¿ no other diagnostic testing was performed and the cause of the event was unknown. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
Analysis of the ins found no significant anomaly. It was noted that the stimulator battery was at normal end of life and the telemetry and output were okay.

Manufacturer narrative:
Analysis results were not available as of the date of this report; a supplemental report will be submitted when results are available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.